Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead and right atrial (ra) lead. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences. Related manufacturer reference number: 2017865-2022-42461.